Event description:
It was reported that the ventilator had an issue with measuring inspired volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was not reproduced during on-site visit. There were no deviations in the measured volume values. The functions of the device were working correctly and it was delivered to the user in working condition. Review of the provided device's logs confirm that the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The reported issue was not confirmed in provided device's logs. Issues with delivery of set volumes can be noticed by activation of clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the claimed issue in this customer product complaint has not been determined, as the source of the issue is unknown.